Manufacturer narrative:
Analysis of the returned mesh assembly showed that the needle was missing from the solid blue dilator, confirming the reported needle detachment. Analysis of the returned capio device revealed that the needle was captured inside the capio cage and had not fallen inside the patient as was reported. The capio device was functionally evaluated, and it was observed to operate freely and smoothly. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior apical pfr kit, the needle detached from the mesh leg assembly, inside the patient. The needle was not retrieved. The procedure was completed with another pinnacle anterior apical pfr kit without any further complications to the patient, who is reportedly "fine" post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior apical pfr kit, the needle detached from the mesh leg assembly, inside the patient. The needle was not retrieved. The procedure was completed with another pinnacle anterior apical pfr kit without any further complications to the patient, who is reportedly "fine" post-procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the reported issue of needle detachment. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.